Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented for a routine follow up. The CT scan demonstrated an unknown endoleak and the patient was immediately admitted to the hospital. Five days later, the physician elected to perform an intervention. It was determined that the endoleak was type iii fabric endoleak located in the endurant bifurcated stent graft fabric. The physician elected to implant another manufacturer¿s stent graft; however, the endoleak remained. The physician took a wait-and-see approach. As the amount of endoleak decreased and the physician considered the endoleak could be possibly resolved, the decision was made to monitor the patient. Per the physician the cause of event cannot be determined. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.